Manufacturer narrative:
(B)(4). Date sent: 8/25/2020. Additional information: upon visual inspection of one photo, the following was observed: the photo shows a loose trigger switch actuator post this condition does not allowing the device to function as expected. Based on the photo reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Date sent: 10/8/2020. D4: batch #u5ap1e. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembly, the switch actuator post was found to be broken with the switch actuator loose, which lead to the device's inability to fire. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The damage to the actuator post has been correlated to a manufacturing process. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic radical gastrectomy for gastric cancer, after firing, there were yellow objects resembling plastic sheets coming out of the device tail. Changed to a new one to complete surgery. There were no adverse consequences to the patient. No additional information could be provided.